Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigation. Failure analysis investigation found that the instrument pitch cable was broken at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. The clevis did not exhibit any damage or wear marks. This complaint is being reported due to the reported fragment falling into the patient during procedure and the broken pitch cable found during failure analysis investigation.

Event description:
It was reported that during a da vinci hysterectomy procedure, a wire broke on the fenestrated bipolar forceps instrument and a fragment fell into the patient. The fragment was retrieved during the same procedure. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Intuitive surgical, inc. (Isi) made several attempts to reach the reporter for additional information; however, attempts were not successful.